Manufacturer narrative:
It was noted that the device and additional medical information required to conduct an evaluation of the reported event were not available due to hospital policy. Hospital policy.

Event description:
It was reported that the patient had a washout and poly swap for infection. Original procedure not done at this hospital.